Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not annunciating audible tones for alerts. Customer¿s blood glucose level was not impacted by this issue. The customer reverted to alternate insulin therapy.